Event description:
It has been reported to co that the catheter kinked during placement in the left ventricle. Lv angiography was feasible. The catheter was removed with the wire, and was held together by this wire after removal from the introducer. After the catheter was pulled off the wire, the catheter tip broke off.